Event description:
A site nurse reported they could not verify the straight suction in the navigate task during a fess (functional endoscopic sinus surgery) procedure. Whenever they attempted to verify the straight suction, the 90 curved suction would be displayed and would never change to the straight suction. They were able verify the tracer probe and the 90 degree suction without any issues. They connected the straight suction to a different instrument tracker; no resolution. Checked that the straight suction was added to the procedure. There did not appear to be metal interference in the field. They restarted the application but were unable to load the same patient exam that was previously registered on; there were 15 exams associated with the patient. They discontinued the procedure after 45 minutes of troubleshooting. No patient harm was reported.

Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative who performed onsite testing of the system reported that the straight suction was bent and would not verify. The new suction was replaced by the site, but the suspect suction was disposed of and not returned to the manufacturer for further analysis. The rep also found that the exam with the registration on it was a coronal exam (navigation protocol recommends axial). The site had tried to load an axial exam later which showed without the registration. She performed an in service for the staff on how to identify and register on axial exams.